Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported about a company lens transplant done several years ago. During follow-up exam, was in a lot of pain during the surgery. The dr. Stated he had problems during surgery. When he installed the lens it went in upside down and they had to cut it out and put another one in. The problem was during an eye exam ( different drs.) Both eyes were 20/20, but the company lens implanted eye sees things closer and a little lower than the eye with a standard lens consumer reported a vision depth problem. Additional information has been requested.

Event description:
Additional information has been requested and received stating that patient experienced symptoms shortly after surgery ((B)(6) 2021). Patient reported vertical imbalance compared to other eye, to the point of being unsafe. Patient had to close the eye with this lens when on uneven ground or looking ahead in traffic when driving.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).